Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). E1. Initial reporter facility name: (B)(6). There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿, 1 tube had a stopper that was too hard to pierce. There was no health impact or consequences reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 03-nov-2025. Investigation summary: bd received one sample and one photo for investigation. The returned sample was visually inspected for stopper puncture and passed inspection. The customer-provided photo showed a closeup view of the top of the stopper, which did not provide sufficient evidence of defective material. Additionally, 20 retained samples were subjected to functional tests, with no instances of tube push off observed, indicating no complications with needle entry. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: incorrect stopper formulation. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿, 1 tube had a stopper that was too hard to pierce. There was no health impact or consequences reported.